Manufacturer narrative:
The initial reporter's phone number:(B)(6). The reported issue is confirmed. The root cause is a weak mixing pump. The device was evaluated upon receipt. Mixing pump too weak. Mixing pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the locking lever on the manifold was missing. Functional testing was therefore not possible as the fluid delivery line (fdl) could not be secured in an arctic sun device. Per review of wo on 19jan2026, there was no patient involvement. Per sample evaluation results received via task on 20jan2026, it was reported that the circulation pump was too weak, causing filling issues. Mixing pump was too weak.